Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was suspected to have caused multiple bouts of pericarditis. Additionally, this patient no longer required a pacemaker and had rheumatoid arthritis that required magnetic resonance imaging. A revision surgery was performed to remove the system. During the procedure, removal difficulty was encountered and the helix on the lead would not retract. The lead was successfully explanted using laser extraction. No additional adverse patient effects were reported.